Manufacturer narrative:
No issue was found with the fusebox. The hardware and software was upgraded and was returned to the manufacturer.

Event description:
It was reported that one of the images went out momentarily and then came back during a case. There was no patient injury or other adverse health consequence.